Event description:
It was reported that the patient experienced sepsis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of sepsis was not reported. The cause of death was due to sepsis. The treatment for the events was not reported. It was not reported if an autopsy was performed. The patient had been on continuous ambulatory peritoneal dialysis therapy prior to death. It was not reported if pd therapy was ongoing up until the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The date of the event of death was on an unreported date in (B)(6) 2014. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.